Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated. Multiple programmers were unsuccessful in interrogation. The device was found to be in backup mode and a device download resumed normal function.